Manufacturer narrative:
Evaluation summary: the reported condition was confirmed.

Event description:
A pump with failure code 812:02. It is unknown when this failure code occurred. No patient injury or medical intervention necessary.